Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set was causing the patient to have an allergic reaction at the site. The patient noted that the reaction was possibly due to the cannula. The patient's blood glucose was reported at 220mg/dl, which the patient noted was high for him. Insulin was injected via syringe to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00337.